Event description:
User alleges that under blood and plasma transfusion, the customer found 25 cm of air in the pt line. The air was evacuated and a crystalloid was connected to the set. The customer found that air was coming into the set again between the connection from the infusion set and the l-270 set. No pt injury.